Event description:
The clinic called to report an increase in lead impedance on both leads from 608 ohms to 2164 ohms (atrial lead), and from 605 ohms to 2383 ohms (ventricular lead). When programmed to unipolar, impedance was 453 ohms and 462 ohms on the atrial and ventricular leads respectively. Pacing thresholds and the magnet response is ok. The reporter indicated a possible outer coil fracture on both leads. The pt is scheduled foe further observation. Reference 1640319-1997-00141 and 1640319-1997-00142.